Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.

Event description:
New information received notes that inappropriate high voltage therapy was delivered, and that the patient felt thumping in her chest from ventricular pacing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation due to multiple radiofrequency (rf) interactions. It was also noted that the device had reached the elective replacement indicator (eri) after high voltage therapy was delivered. The patient was nervous and felt discomfort due to ventricular pacing. The device was recovered from backup via programming and high voltage therapy was disabled. Further information was requested but not received.